Manufacturer narrative:
Method: device not returned. Results: further information, such as the exact product details, were requested but never received. Without further information, the exact cause of the infection cannot be determined. Conclusion: it was confirmed by sales rep report that the patient experience a deep infection 3 months after receiving an anchor c cage implant. The infection was successfully treated with a washout and the cage was replaced with another anchor c cage. The patient was also given antibiotics. It was noted that the original implant was secure and had not migrated prior to reoperation. There were no complications during the initial surgery and there were no issues during the first few months of post-op care until the infection around 3 months.

Event description:
It was reported that a surgeon reported a patient that had a deep implant related infection 3 months after insertion of an anchor acdf cage. The sales representative reports that the alleged infection went on to cause dysphagia and neurological deficit which was resolved as a result of a washout.

Event description:
It was reported that a surgeon reported a patient that had a deep implant related infection 3 months after insertion of an anchor acdf cage. The sales representative reports that the alleged infection went on to cause dysphagia and neurological deficit which was resolved as a result of a washout.